Event description:
It was reported, in 2006, the md prepped the iab per instruction. Using a sheath, the md inserted the iab via the left femoral artery. Thirteen hours after insertion, the helium leakage alarm occurred. The iab was not removed at this time. Two day later, the alarm occurred again and at this time, the md decided to remove the iab. Before removal, the md found blood in the drive line. The md could not remove the iab the usual way because of blood in the membrane and heavy calcification in the patient's blood vessel. As a result, the patient required surgery to remove the iab. The length of time that the iab was in the patient prior to the event was 52 hours. A follow-up report will be filed if more information becomes available.